Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. A health care professional stated that the patient had a revision of the implanted system in 2019. They could not provide any details about what was done during that revision procedure. It was also stated that the patient also has a competitor's scs system implanted currently.